Event description:
Additional information received reported that the pump had the correct information in it. After the patient¿s pump replacement surgery ((B)(6) 2015) and before pacu (post anesthesia care unit), the manufacturer¿s representative updated the patient¿s pump with the correct information and forwarded it to the patient¿s managing healthcare professional (hcp). A healthcare professional (hcp-pacu registered nurse) gave the patient a copy of the print out from the hospital chart which was initially printed that had the incorrect date. This ¿allowed the manufacturer¿s representative to discover that the 8840 programmer had a defective card that set the time back to 2000.¿ the manufacturer¿s representative stated that the patient was ¿never in danger and should not have received that copy.¿ the patient stated that she received assistance from their manufacturer¿s representative and their concerns were resolved.

Manufacturer narrative:
(B)(4). This event is no longer considered reportable for malfunction.

Event description:
It was reported that the manufacturer's representative programmed the date and time "(B)(6) 2000" and for the low reservoir alarm date "(B)(6) 2000." The patient stated that this was "really going to mess up her insurance on her pump." The patient mentioned that she didn't know the name of the manufacturer's representative, and that they did not sign the print out "which I think is a travesty." The patient stated that "the manufacturer needed to be responsible for the settings on her pump so her insurance would pay for it, it can't be back on the physician it has to be on the manufacturer." The patient stated that the healthcare professional (hcp) was not the one that put in the date and the time. The patient noted that her name was spelled wrong on the sheet too. The patient's hcp office was closed due to snow per the patient. The patient stated she wanted the manufacturer's representative reprimanded for what they have done. The patient was redirected to the hcp. The drug being infused by the pump was not reported. No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).